Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 300 mg/dl while the sensor gave a reading lower than 100 mg/dl. Customer also received calibration errors and weak signal alerts. Troubleshooting was declined and the customer will not be returning the product for analysis.